Event description:
The pt reported shortness of breath and fullness during a ccpd treatment. The previous ccpd treatment ended with 1500 ml. No drain volume reported. At the start of the next ccpd treatment, the cycler drained 846 ml out of 1500 ml, then switched over to fill 1. Alarm history from the cycler shows seven alarms during fill 1: two pt line, three fill complication, and two m65 scale reading error. Per pt, 4 mins after cleaning the last alarm she felt full and short of breath. Stated her "belly felt like it was going to pop." She had filled with 1436ml and had to press the stop because she had too much discomfort. Pt used two 5,000 ml solution bags. Stated the heater bag was empty after the fill and the supply bag was still full. Pt called tech support, who assisted her to a stat drain. Pt drained about 5801 ml per daily flow sheet from the cycler. Pt stated the shortness of breath and fullness resolved after the drain. No hospitalization or serious injury occurred. Prescription fill volumes 2000 ml, last fill 1500ml, manual daytime fill 1500ml.

Manufacturer narrative:
Device investigation has started but not yet completed. (B)(4).